Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04175, 0001822565-2018-04176, 0001822565-2018-04177, 0001822565-2018-04178, 0001822565-2018-04179, 0001822565-2018-04180, 0001822565-2018-04181, and 0001822565-2018-04183.

Event description:
It was reported the instrument is missing the ball bearing and spring. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; visual evaluation showed the missing component(s) as well as signs of use. DHR was reviewed and no discrepancies were found. Root cause was determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.